Manufacturer narrative:
The initial reporter was not able to provide the name of device, catalog number or lot number. Without this information it is not possible to determine the manufacture date, expiration date or UDI of the product that was applicable and used in this reported event. The manufacturing location is an assumption for many of our drapes are produced within this location. It is not possible to know what drape was used. Most drapes are now exempt from a 510(k) but there are some that still require pre-market notification. Effort has been made to obtain additional information and to confirm the type of drape used. However, based on a number of reasonable attempts to date no additional information has been received. New information was received on (B)(6) 2017 which included size and area of rash/blisters and type of medical intervention and based on this new information it was determined this event would be reported to FDA. End of report

Event description:
A female reported she had a 3m surgical drape placed on her skin. Catalog number of drape, skin preparation, location of application, duration of use, and removal technique were not specified. The female alleged skin redness, rash, and blisters, assumed to be where the drape had been placed. The female alleged that the skin redness became darker to an almost purple color from under her arm to her lower abdomen. The female stated that "once the adhesive was cleaned off", the redness lessened and the blisters resolved. Medical treatment was not specified at time of initial report.. Additional information received on (B)(6) 2017 - female had hip surgery on (B)(6) 2017. The female did not know if any skin prep solution was applied before the drape was placed. Two days after surgery the female alleged itching, rash, and redness in a 2 inch wide line under her knee, along her leg, under her breast, and on her back. The females doctor assumed she had shingles and a fungal infection, and prescribed medications. The female's husband looked on-line and determined that she had a reaction to the drape adhesive. The female saw a dermatologist who allegedly stated the skin issue was related to drape material. The dermatologist prescribed an unspecified steroid cream. The areas began to resolve over the next four days. Note: the female did not know the catalog number of drape or official name but only indicated it was a 3m drape.